Event description:
A patient received the gore excluder aaa endoprosthesis in 2005. A follow up computed tomography scan taken in 2007 revealed a possible proximal type I endoleak. Gore imaging services read the films and identified multiple type ii endoleaks from lumbar arteries, and a proximal type I endoleak was confirmed. One month later, gore was made aware that a reintervention occurred the same day. The physician implanted an aortic extender component. As reported this reintervention resolved the proximal type I endoleak. No further information was provided, no further events were reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.